Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery due to fracture. During the surgery, there was a screw found slipped on the front part and could not be used anymore. The surgeon had to change the products to complete the surgery. The product came in contact with the patient. No patient complications were reported.